Manufacturer narrative:
Device evaluated by MFR: the 200cmx10cm fathom -14 guidewire was received for product analysis. The device was returned stuck inside a torque device. Both visual and microscopic examination revealed the guidewire and the polymer jacket were fractured at the distal section. No further damages were detected during product analysis.

Event description:
It was reported that the wire fractured. A 200cmx10cm fathom -14 guidewire was selected for use. During introduction, while trying to advance the device in catheter, the wire fractured. This portion of the device was outside the body and was intact upon removal. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the wire fractured. A 200cmx10cm fathom -14 guidewire was selected for use. During introduction, while trying to advance the device in catheter, the wire fractured. This portion of the device was outside the body and was intact upon removal. The procedure was completed with a different device. No patient complications were reported.